Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-dec-18. To resolve the loss of stimulation and sporadic stimulation the patient made an appointment with their doctor and they were seen on 2017 (B)(6) where a manufacture representative (rep) met with them to resolve the problem. The cause of the loss of stimulation was due to 2 leads showing upper impedance. There may be scar tissue or lead corrosion. The patient was reprogrammed and set up with a second program for back up. No further complications were reported/are anticipated. **see pe (B)(4) for details related to no stimulation and bad electrode in 2017 (B)(4)**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported the patient was not getting any stimulation. The patient stated they were feeling it in sporadic spurts. The patient stated they were getting some stimulation when they would lay on their side, but now they were not getting that. The patient stated it was getting less and less. The patient mentioned they had a fall the before (B)(6), but everything seemed fine until (B)(6) 2017. No further complications were reported.